Event description:
During a facet surgical technique, with one of the facet locator instruments being used (which was included in the in the instrument tray), a distal prong snapped off upon impacting into the joint and a small piece of metal (distal prong) was left in patient. No extra complications arose from this, no extra time under anesthesia, no case complications, no patient pain was documented.